Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h1; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the drill broken in half, with bio-debris on the surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4 lot number, h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: proposed component code: mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit broke into two pieces during use. Both pieces were recovered, and no fragment fell into the patient. The procedure was completed without the need for a replacement drill bit as no additional screws were placed. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.